Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating with server. When user pulled narcotics, it caused discrepancy and users who had access to discrepancy button was no longer had the option to resolve the discrepancy reports for the station are not current. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.